Event description:
The universal drill was sent for eval because it would not turn off during a procedure. A readily available alternate device was used to complete the procedure; without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.